Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported fire and smoke occurring from the firewall ac adapter near the architect i2000sr. The customer confirmed the burnt abbott link firewall ac adapter was installed on the side of the device. The firewall ac adapter, ups, and modem were removed and changed. No injuries occurred and no impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of trending data, and a review of labeling. Abbott field service resolved the issue by replacing the alink firewall ln 02p38-20. A specific cause for event was not identified. Field service believes there may have been a poor connection of the power cable at the ac adapter connection. The fire/burn damage in this complaint was limited to the alink firewall power cables that were on the floor outside the analyzer. A review of the service history for isr55473 finds no further related issues since fs addressed the issue. A 12-month review of trending and complaint data found no similar complaints, issues, or adverse trends. No nonconformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.